Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider, the spring in the right wheel lock broke off of the wheel lock and it will not engage. The dealer states the customer did bring the pin in but he couldn't find the spring.